Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the distal tip; the distal end of the glass cap is detached and not returned; the metal cap is detached and not returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits mild devitrification at output window. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure "fiber tip pulled off" at 26,641 joules and 17:00 minutes of usage. ""Burr-like" protrusion on fiber snagged on sheath and pulled tip off." Case was completed with a second fiber, patient outcome: "no injury" to the patient reported.